Event description:
Device issue: balloon rupture. Time of device issue: during stent deployment. Adverse event: none. It was reported that during a proximal left anterior descending artery stenting procedure, in a mildly calcified, 90% stenosed lesion, pre-dilatation was not performed. The xience v stent was delivered to the lesion and upon stent deployment at 14 atmosphere (atm), the balloon ruptured. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary; balloon material ruptures/pinholes can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Evaluation of the returned xience v stent delivery system (sds) is consistent with the reported use of the device and a leak or balloon rupture. An attempt was made to inflate the catheter, when fluid was observed leaking from a pinhole 1 mm distal to the distal marker, confirming the complaint. There were multiple longitudinal scratches noted throughout the entire length of the balloon, thus this could cause the material to weaken and rupture during an attempt to inflate the catheter. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The balloon material was likely damaged (scratched) during interactions with other devices and/or the calcified lesion such that upon inflation attempt, the balloon ruptured. It should be noted that the xience v instructions for use (IFU) cautions that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is unknown how, if at all, this may have contributed to the reported balloon rupture. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. In this case, the balloon pinhole and scratches appear to be related to case circumstances. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.